Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump exposed to moisture and the reservoir was leaked. Customer's blood glucose level was unknown. Customer reports that the type of moisture exposure was insulin. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.